Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had signs of physical damage to it. The customer stated that the blood glucose readings had been "a little crazy," and the most recent blood glucose reading was 114 mg/dl. The customer stated that there was a crack running from the top right part of the screen down to the screen. She did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.